Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Additionally, it was reported that the customer experienced a low bg level. The customer¿s continuous glucose monitor read "high¿ and "low"; however, a specific bg value was not provided. The customer performed a supply change to address the elevated bg and consumed carbohydrates to treat the low bg. The customer continued to use the pump for insulin therapy.